Event description:
It was reported that a user experienced hyperglycemia with cgm readings over 500 while performing a supply change on the ilet, during which the user did not receive insulin for about an hour due to incorrect supply change steps; support guided the user through the correct steps and confirmed drops from the tubing. Symptoms included hyperglycemia. Outcomes included an unspecified impact where an appropriate term was not available. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the issue was categorized as a use-of-device problem with no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.